Event description:
Caller reported that the ibc dropped by 30% in a short period earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer intentionally placed the pump into storage mode to resolve the issue. The customer continued to use the pump for insulin therapy.